Manufacturer narrative:
A replacement blood glucose meter was sent. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that they compared their teladoc meter's readings to a simultaneous capillary lab test. The patient reported that the teladoc meter displayed a reading between 160-180, while the capillary lab test result was approximately 91-92. The patient did not receive any medical treatment as part of the device malfunction.